Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per PICC team - 'ultrasound has shut off in the middle of a PICC procedure. The battery life reading still had greater than 40% on the screen. The machine was plugged in, turned on, and the procedure was completed without issue'.

Event description:
Per PICC team - 'ultrasound has shut off in the middle of a PICC procedure. The battery life reading still had greater than 40% on the screen. The machine was plugged in, turned on, and the procedure was completed without issue'.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of ultrasound has shut off in the middle of a PICC procedure. The battery life reading still had greater than 40% on the screen. The machine was plugged in, turned on, and the procedure was completed without issue is confirmed. The root cause is the internal battery failed.the device was serviced, tested and returned to the customer. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.